Manufacturer narrative:
The customer¿s concerns that an unspecified medication took longer to infuse than what was intended could not be replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided by the customer for investigation no service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that an unspecified medication took longer to infuse than what was intended as there was left over volume in the medication bag at the end of the programmed infusion. This left over volume was infused to the patient by programming the pump an additional amount of "volume to be infused". This has resulted in longer infusion times that impacted the workflow and patient satisfaction in the outpatient infusion department. There was no patient injury. Although requested, additional information was not provided.